Manufacturer narrative:
Other: superficial infection, wound necrosis, increase in symptoms, deep infection. The following products have been used in the surgery: part# 75446545; 510k# k042025; UDI# (B)(4); qty# 11 part# 75446550; 510k# k042025; UDI# (B)(4); qty# 13 part# 75446555; 510k# k042025; UDI# (B)(4); qty# 2 part# 75447540; 510k# k042025; UDI# (B)(4); qty# 3 part# 75447545; 510k# k042025; UDI# (B)(4); qty# 11 part# 75447550; 510k# k042025; UDI# (B)(4); qty# 12 part# 75446540; 510k# k042025; UDI# (B)(4); qty# 4 part# 869-011; 510k# k031655; UDI# (B)(4); qty# 2 part# 75447555; 510k# k042025; UDI# (B)(4); qty# 3 although it is unknown whether these products caused or contributed to the reported events, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via post-operative clinical study (with minimum 12 months follow-up) involving 155 patients with spondylolisthesis (103 patients), degenerative disc disease (29 patients), stenosis (15 patients), retrolisthesis (2 patients), degeneration of facets (3 patients) and 3 diagnosed with spondylolysis. Post-op, 9 patients suffered from superficial infection, increase in symptoms in 4 patients was observed, and 1 patient had wound necrosis. 6 patients suffered from deep infection out of which 2 patients died due to complications resulting from deep wound infections. A total of 7 patients underwent re-surgery due to the adverse event.